Event description:
Allegedly, the pt underwent a supra-cervical hysterectomy procedure on (B)(6)2011 in which a morcellator was used. Pathology of the fibroid tissue was found to be leiomyosarcoma.

Manufacturer narrative:
There was no indication of any malfunction of the device.